Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated the cycler prompted with an m31 air detected in cassette warning that occurred in drain 0 of 4 of treatment. The patient was connected during the incident. Fluid was seen inside the pump module area before setup. The patient did not report the fluid leak and continued to use to the cycler while there was fluid present since 03/27/2026. Upon follow-up, the patient stated they spoke limited english and confirmed a fluid leak occurred during treatment on (B)(6) 2026. The patient has continued to use the cycler despite fluid present in the cassette area. The patient indicated no patient adverse effects were experienced, and no medical intervention was required. The patient stated the replacement cycler has been received and will resume treatment using the replacement cycler starting tomorrow. It was unknown if the cycler set (cassette) used on 03/27/2026 was available to be returned for investigation.